Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the control board was in a state where it could not perform normal signal processing. We could not identify the cause of the signal processing failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that after the turning power on, the screen of the subject device turned on and off repeatedly then became blacked out and the all leds on the front panel turned off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, after the endoscope system was turned on the screen of the subject device became blacked out after a while. When the user repeatedly turned off and on the subject device, the issue was resolved, so the user completed the procedure with the subject device. There was no report of patient injury associated with the event.